Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received squirting of insulin as well as unspecified error codes and false alerts. The customer¿s blood glucose level was 119 mg/dl. Customer stated that the insulin pump had cracks and scratches as well as failure to deliver. Customer also stated that the battery lasting less than 3 weeks and battery rejected. Troubleshooting was declined. The insulin pump will not be returned for analysis.